Event description:
Related manufacturer report number: 3006705815-2023-04891. It was reported that patient's ipg was unable to be set to MRI mode due to high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6)2023 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.